Event description:
Customer reported that the insulin pump is alarming button error. Customer stated that he would take the battery out and alarm clears. Customer stated that when he tried to enter a bolus, the numbers started ramping and then it alarmed blood glucose value is 172 mg/dl. Device was exposed to moisture; customer got caught in the rain. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. No moisture damage found inside the insulin pump. Device received with cracked display window corner, reservoir tube lip and minor scratched display window.